Event description:
It was reported that the tip of the positioner is cross-threaded. This was noticed prior to the start of surgery and a second instrument was available for use.

Manufacturer narrative:
Evaluation summary: as returned, the device exhibits damage to the leading threads and side impaction marks. Based on the condition of device, it may not have been used in a manner consistent with the intended use of the device. However, with the available information an exact cause cannot be determined. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence or product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.